Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of hi (>600 mg/dl) and 249 mg/dl. No quality controls were run. No adverse event related to the alleged malfunction was reported. No strips to return; a replacement was sent.